Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is having a reaction to the 63b electrodes. He is currently using topical steroid cream, and he was advised to discontinue the use of the electrodes until his skin clears up. The patient's skin is red and itchy with blisters and welts. He changes the electrodes every 3 to 4 days and rotates at that time. The patient cleans with soap and water. The patient does not have sensitive skin or allergies. He has seasonal allergies. He does not take blood pressure medication. He is a doctor and prescribed topical steroid cream for his issue. He will pause treatment until his skin clears, then perform a time test with the 72r electrodes, as he did not have an issue with those. He will return an example of the 63b electrodes. It was reported that no further information is available.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient is having a reaction to the 63b electrodes. He is currently using topical steroid cream, and he was advised to discontinue use of the electrodes until his skin clears up. The patient's skin is red and itchy with blisters and welts. He changes the electrodes every 3 to 4 days and rotates at that time. The patient cleans with soap and water. The patient does not have sensitive skin or allergies. He has seasonal allergies. He does not take blood pressure medication. He is a doctor and prescribed topical steroid cream for his issue. He will pause treatment until his skin clears, then perform a time test with the 72r electrodes, as he did not have an issue with those. No additional patient consequences have been reported. The 63b electrodes were not returned for further evaluation.